Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 224mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged shutdown issue could not be verified. Additionally, the alleged wake button issue was verified.